Event description:
It was reported during a cholecystectomy procedure that the clipper locked and did not form nor fire any staples. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results for the er320 instrument confirmed that it was returned non-functional. During visual inspection the top shroud was noted to be cracked and broken. The instrument was cycled and a non-clearing misfire incident was noted, however ten remaining clips were fed and formed properly and one fire resulted on an ejected clip. The anti-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the non-clearing misfire issue. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.